Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a female patient (patient age and weight are unknown). As the device was advanced with the locking mechanism in the locked position, the locking mechanism loosened and the stent prematurely deployed in the scope. The devices were removed from the scope and the procedure was completed with another flexima rx biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed the pull wire was kinked at the ramp window. Functional evaluation revealed the flow switch functioned adequately, the stent did not deploy prematurely, and the locking mechanism (flow switch) did not loosen up during advancement and exiting of the device at distal tip of a scope. There was no damage to the push catheter and stent. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot. Based on the condition of the device and the details of the event, the root cause could not be determined since the event description and product analysis do not provide sufficient information to conclude a probable root cause for the complaint.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a female patient (patient age and weight are unknown). As the device was advanced with the locking mechanism in the locked position, the locking mechanism loosened and the stent prematurely deployed in the scope. The devices were removed from the scope and the procedure was completed with another flexima rx biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.